Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information reviewed, a cause for the thrombus could not be determined. Thrombus is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medication required was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event,implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: literature titled, antithrombotic management during percutaneous mitral valve repair with the mitraclip system in a patient with heparin-induced thrombocytopenia.

Event description:
This is filed to report thrombus. It was reported through a research article that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted without issues. A second clip was inserted, but once it reached the left atrium (la), a large thrombus was observed attached to the tip of the clip. It was noted that when the clip was inserted, the activated clotting time (act) was at 240. Additional heparin was administered and the clip delivery system (cds) was removed. Once removed, it was observed the thrombus remained attached to the clip. The thrombus was removed, and the act was increased to 455; therefore, the clip was inserted and successfully deployed, reducing mr to a grade of 1+. Details are listed in the attached article, titled ¿antithrombotic management during percutaneous mitral valve repair with the mitraclip system in a patient with heparin-induced thrombocytopenia.¿ no additional information was provided.